Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, the suture broke at the release slot during deployment. It was unspecified how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.